Event description:
A customer reported the probe was not cutting during a vitreoretinal procedure. There was no patient harm reported. Additional information has been requested but has not been received.

Manufacturer narrative:
No sample has been received for evaluation; therefore, the condition of the product could not be verified. The device history records for the component lots were reviewed. The associated lots (14) were released based on the manufacturer's acceptance criteria. Processing abnormalities on at least two of the associated lots could have contributed to the complaint were found during the review. The root cause is unknown. (B)(4).